Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, the cs300 intra-aortic balloon pump (iabp) autofill failure alarm. There was no patient involvement.

Event description:
It was reported by routing testing by the customer, the cs300 intra-aortic balloon pump (iabp) had autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the issue. The unit was tested for 3 hours, and no alarms were found. All functional test done and unit was returned to customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.